Event description:
It was reported by the customer that the bed exit allegedly was not working and a patient fell suffering an abrasion to the head which required dressing (no stitches). A CT scan was performed but no fracture or other injuries were detected. An evaluation was performed, however, no bed malfunction was found.